Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the medication leaked from the cassette and into the carrying bag of the pump. When asked where exactly the medication leaked, she cannot provide further details because she has already discarded the cassette. There was no reported patient involvement.